Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and dislodgement of the rv lead was confirmed. The dislodgement was suspected to be associated with patient ambulation. A revision procedure was performed, however, the helix of the rv lead was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.